Event description:
A patient reported experiencing inaccurate high results with a meter. The patient's blood glucose results were 260mg/dl, 297mg/dl, 234mg/dl, 141mg/dl (in the potential medical tab it was documented that, "customer has been testing from the palm of the hand with the ultra"). Tests were done within 15 minutes with a difference of 33%. Patient did not experience any adverse events. No further information has been reported.